Event description:
Consumer applied ace reuseable cold compress to knee after working out. Left in place for 9 minutes. Did not use ointment or topical cream on the area. When compress was removed, consumer noticed raised red areas and solid red areas on the knee. Sought treatment in the emergency room.